Manufacturer narrative:
Clarification to d.9: device was not received. Photos were received for analysis per date provided. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/ palpability: unable to observe since it is not related to the device. ¿ pain : unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "pain in the right mammary gland, changes in shape and density. Magnetic resonance imaging (MRI) revealed an implant rupture." Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain in the right mammary gland, changes in shape and density. Magnetic resonance imaging (MRI) revealed an implant rupture." Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/11/2024.

Event description:
Healthcare professional reported "pain in the right mammary gland, changes in shape and density. Magnetic resonance imaging (MRI) revealed an implant rupture." Device has been explanted and replaced with non-allergan device. This relates to the right side.